Event description:
It was reported that during the procedure the laser fibre was passed down the scope and the stone was broken up. When the surgeon tried to withdraw the fibre to move to a different position the fibre would not move, the fibre could not be withdrawn only advanced. Another scope used in the case was not recognized. It displayed the error message "incompatible head" and the adaptor light stayed orange. Procedure was completed successfully using another scope. No negative impact in state of health reported. Cross reference MDR: 9610617-2025-01686.

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).